Manufacturer narrative:
Unspecified tissue injury, dyspnea and mitral regurgitation are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. H10-IFU statement added.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported single leaflet device atatchment/slda. The unspecified tissue injury dyspnea, and recurrent mitral regurgitation/mr appear to be related to the slda. The dyspnea was a cascading effect of the mr. The reported hospitalization was a result of case-specific circumstance. The reported patient effects of unspecified tissue injury and mr, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage, increase mitral regurgitation, prolonged hospitalization and single leaflet device attachment/slda it was reported that this was a mitraclip procedure performed on (B)(6) 2021 to treat functional mitral regurgitation (mr) with a grade of 4. It was noted thin leaflets anterior and posterior leaflets. The clip was successfully implanted, reducing mr to 1. Then on (B)(6) 2021, the patient was re-admitted with shortness of breath. It was discovered that the clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 4. It was noted that the posterior leaflet was torn. Additional treatment has not yet been performed. No additional information was provided.